Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 80, 179, 70, 200, 161mg/dl. (Meter to lab). Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported. Note - customer has been cleaning the meter and fingers with alcohol. The control solution was expired and customer has not been using the check strip and control solution. Results fell outside the acceptable range.